Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a change in therapy effect. They had difficulty aspirating fluid through the catheter access port (cap). The physician then injected the dye and it pooled around the pump area. No add'l troubleshooting was done at the time of the dye study. It was unk if there were reservoir volume discrepancies. A revision was being discussed. The device was used to deliver sufentanil. Add'l info has been requested a f/u report will be sent if add'l info becomes available.